Event description:
It was reported that on several occasions, while actively monitoring paced pts, the users have reported what appears to be multiple false pacer spikes, or ECG noise on the ECG signal if the m300 in use is seated in a bedside charger. The problem is resolved if the m300 is removed from the bedside charger. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.